Event description:
During the routine follow up of the ICD involved in this MDR report, abnormal continuity was observed (i.e. A high impedance was measured for the defibrillation coil of the lead connected to the ICD). Therefore a re-intervention was performed a few days later. After the lead connector pin was unscrewed and tightened again, normal behavior was restarted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical, ela is filing this MDR at this time. Review of the electronic data and files received.